Manufacturer narrative:
Voluntary medwatch # mw5119406.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was transmitted. A low impedance with possible lead fracture was noted. The rv lead was revised on (B)(6) 2023. The patient's condition is unknown.